Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an high out of range pacing impedance measurement. The patient has been scheduled for a lead replacement. There were no additional adverse patient effects reported.

Manufacturer narrative:
Additional information was received that the rate sensing portion of this lead was surgically abandoned and a new rate sensing lead was implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.